Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance readings (dc-dc code 6 high), indicating possible device malfunction. Further follow-up revealed that the implanting surgeon was not aware that the set screw would tighten enough to torque. Additionally, implanting surgeon indicated that there have been occasions during vns implant surgeries where he could see the connector pin move after it is pushed in, indicating that it was not properly secured with the set screw. Generator/lead connection problem or electrode/nerve interface problem is suspected. Implanted surgeon plans to obtain x-rays and is considering revision surgery.